Manufacturer narrative:
The reported events were helix mechanism issue and insulation twisted. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over-torqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of insulation twisted was not confirmed. Visual examination of the lead did not find any anomalies. The cause of helix mechanism issue was due to the helix being clogged with blood and tissue and over-torque of the inner coil.

Event description:
During attempted implant, the helix of the right ventricular (rv) lead failed to extend. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During attempted implant, the helix of the right ventricular (rv) lead failed to extend, resulting in twisted insulation. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.